Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one reciproc file r25 8/100 25mm 025 in loose. The file actually does not hold into contra-angle because the flat's length on the latch part is too short. Moreover, the handle has not the required overall length. Nothing unusual to report was found during DHR review (batches #1637943 and #1637551). A sporadic cutting-off machine fail is at the origin of the issue. Root cause is equipment. Involved cutting-off machine is (B)(4).

Event description:
It was reported that a reciproc blue file does not hold in a contra angle.